Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the straight heparin coated fixed core wire guide had its inner mandril protruding from the coil, pricking the user when they opened the package. This wire did not make patient contact, and it was not reported that the user required medical attention.